Event description:
Litigation papers allege: pain, soreness and discomfort, clicking or clunking of right hip, difficulty walking and performing routine activities; inability to lead a normal life, elevated metal ions levels, emotional distress, anxiety and mental anguish.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added: event/problem description, explant date, date received by manufacturer. Depuy still considers this investigation closed.

Manufacturer narrative:
Plaintiffs preliminary disclosure (ppd) form with implant sticker sheet received which identified part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pain, soreness and discomfort, clicking or clunking of right hip, difficulty walking and performing routine activities; inability to lead a normal life, elevated metal ions levels, emotional distress, anxiety and mental anguish. Update 12/28/2011 - plaintiff's preliminary disclosure (ppd) form and implant stickers received which identified part/lot information and patients date of birth. Updated the complaint file, existing product and added femoral head. Appropriate mdrs filed and ppd with stickers attached to the file. There is no new information received that would change the outcome of the investigation. Update 04/23/2013 - plaintiff's preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update rec¿d (B)(4) 2013 ¿ medical records were received. The complaint was updated on (B)(4) 2013. Revision operative report indicates the following: clunking/clicking; pain; soft tissue reaction; muscle avulsed from the anterior half of the greater trochanter; very turbid fluid; interior of capsule stained brownish color; chronic inflammation; marking outer rim of prosthesis did cause the rim to break; small degenerative-like cyst. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: pain, soreness and discomfort, clicking or clunking of right hip, difficulty walking and performing routine activities; inability to lead a normal life, elevated metal ions levels, emotional distress, anxiety and mental anguish. **update** (B)(4) 2011 plaintiff's preliminary disclosure (ppd) form and implant stickers received which identified part/lot information and patient's date of birth. Updated the complaint file, existing product and added femoral head. Appropriate mdrs filed and ppd with stickers attached to the file. There is no new information received that would change the outcome of the investigation. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec¿d (B)(4) 2013 ¿ medical records were received. Revision operative report indicates the following: clunking/clicking; pain; soft tissue reaction; muscle avulsed from the anterior half of the greater trochanter; very turbid fluid; interior of capsule stained brownish color; chronic inflammation; marking outer rim of prosthesis did cause the rim to break; small degenerative-like cyst. The information received does not change the MDR decision. **update (B)(4) 2012 - patient was revised due to pain and osteolysis.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-00781. This report, 1818910-2013-04412, will be kept for investigation purposes. Depuy still considers this investigation closed.